Event description:
This lead was capped and replaced on (B)(6) 2012 due to subclavian crush. There was evidence of oversensing and noise. The hospital retained this device. Should add'l info become available this file will be updated.